Event description:
Boston scientific received info that this right ventricular lead exhibited an increase in pacing impedance measurements. Approx five months ago, pacing impedance measurements were around 600 ohms. Pacing impedance measurements increased to 1,740 ohms approx two weeks ago. Threshold and sensing measurements were stable. An invasive procedure was performed to replace the lead. There were no visible signs of damage to the lead when the pocket was opened. The lead was surgically abandoned and replaced. No adverse pt effects were reported. This lead is not expected for return as it was surgically abandoned. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.